Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced elevated blood glucose levels (400 mg/dl). Reportedly, elevated bg levels are due to the customer recently eating. Customer delivered a correction bolus to bring bg levels back to target range.